Event description:
The customer reported to olympus, the user facility was having repeated issues with the evis exera iii video system center and evis exera iii xenonlight source recognizing 180 model scope series. According to the customer upon follow up, it has been a recent issue, however, information regarding specific dates and details for the previous instances are not available. The customer attempted to troubleshoot the issue but later decided to send the devices in to olympus for maintenance/evaluation upon recommendation. There were no reports of patient harm associated with this event. This event addresses the previous unknown instances for this subject device. Related patient identifiers: (B)(6) and (B)(6) (model number cv-190; serial number (B)(4).(B)(6) and (B)(6) (model number clv-190; sn (B)(4). (B)(4) and (B)(4) (model number cv-190; serial number (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. No issues were found during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.